Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 89-year-old male patient male noted as a high risk percutaneous coronary insertion, was implanted with an impella cp for mechanical circulatory support. The patient was weaned from the impella and once hemodynamically stable, decision was made to remove the impella. The impella was removed, however, the physician was unable to remove the peel-away sheath. The vascular surgery team performed a cut-down to remove the peel-away sheath.